Manufacturer narrative:
This event is related to the event reported under MFR number: 3007042319-2017-02377. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2017; however, no alarm file was available for review of alarms leading to (B)(6) 2017. Of note, it was reported that the patient had a rise in hemolysis parameters. Based on historical data from similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. Clinical factors that may have contributed are multifactorial and may be attributed to medical treatment, progression of disease, anticoagulation therapy, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. There are patient, pharmacological, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
- Significant rise in power consumption on (B)(6) 2017 at approx. 12:30 am, of up to 1.5w, can only be explained through friction components. - simultaneous drop in pulsatility, initially during drop in average flow. Explanatory model - partially occluded inflow thrombus. - rapid rise in hemolysis parameters indicate a flow obstruction, most likely in a bearing gap. - the acoustic measurement indicated no abnormalities. There was no 3rd heart sound. The rotor indicated no imbalance due to adhered thrombic material. An explanatory model for the diagnosis, which deviates from the majority of pump thromboses, is that a deposit on the back of the housing caused friction and hemolysis. But because it was not picked up by the rotor, there was no imbalance. As a result, a 3rd heart sound was not generated. This situation would also explain the power plateau reached after approx. 24 hours. When there are deposits on wedge-shaped bearing surfaces, a steady increase in power up to very high ranges is generally determined if, for example, the rotor comes in contact with the floor of the housing. This is not possible in the suspected situation described here. There are 1 - 2 comparable cases where corresponding deposits could be verified on the floor of the housing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The pump was accidentally disposed.

Event description:
A report was received that there was a significant rise in lvad power consumption above normal values, accompanied by a rapid increase in hemolysis parameters. After critical assessment, a decision was made to exchange the pump on (B)(6) 2017. The explanted pump was accidentally disposed of in the operating room (or). Therefore, an examination of the pump was not possible. No further information was provided.